Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: evaluation revealed that the up/down/ok button symbols were worn. The display lens was scratched and the s/n label was damaged. The paint is chipped. The display is dim/fading (pink). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a dim, fading pink display. This report is made based on results of investigation completed on (B)(4) 2015.